Event description:
Stryker received a medwatch report reporting that the customer used a second device during the patient event and the device continued to not recognize the defibrillation pads attached. As a result, defibrillation therapy would not be available, if needed.the patient associated with the reported event did not survive.

Event description:
Stryker received a medwatch report reporting that the customer used a second device during the patient event and the device continued to not recognize the defibrillation pads attached. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker performed a clinical review and it was determined that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker field service technician evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
Stryker received a medwatch report reporting that the customer used a second device during the patient event and the device continued to not recognize the defibrillation pads attached. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
A stryker customer quality engineer (cqe) reviewed the device's electronic records and was able to verify the reported issue. A cause of the reported issue could not be determined. The customer's device was archived by stryker and the customer received a loaner device.based on the patient having an unwitnessed arrest, no/inadequate CPR administered for an extended period of time, and an initial rhythm analysis of asystole, it was concluded that the device did not contribute to the patient¿s outcome.